Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that problem with the alarm. Patient involvement is unknown.

Event description:
It was reported to philips that there is a problem with the alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.